Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep (s). "Customer claims the screen on this ventilator is blank, it does not power up. This ventilator was on a pt when the problem occurred, it was taking off the pt immediately and the pt was placed on another ventilator. Our customer claims there was no harm done to the pt. Ventilator kept on cycling."

Manufacturer narrative:
(B)(4). Failure analysis lab received a vela front panel assembly. The vela front panel was installed in known good vela unit. The vela front panel was powered up in respiration mode, did not duplicate blank screen or turning off briefly before going blank. Let vela unit operate in respiration mode overnight. The vela front panel screen went blank overnight, restarted vela unit and screen came up red for a split second before going blank again. The customer issue of a blank screen, or front panel only turning off briefly before going blank was duplicated. The screen going blank and redness is due to lcd failure. The vela front panel was scrapped.

Manufacturer narrative:
The foreign distributor did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation (s) with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field svc rep. The carefusion field svc rep evaluated the device and confirmed the failure and determined the failure was caused by a malfunctioning front panel assembly. The carefusion field svc rep replaced the front panel assembly and ran the device through a complete operational checkout per the svc manual to ensure that the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into svc. Carefusion issued a returned goods authorization (rga) number for the return of the alleged faulty front panel assembly for eval. As of 01/09/2015, the alleged faulty front panel assembly has not been received. Once the front panel assembly is received, and the eval completed, a f/u medwatch report will be submitted.